Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip didn't stay on the vessel after several attempts, causing the surgeon to use another like device to finish the procedure. There was no pt consequence.